Manufacturer narrative:
Of the 9 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to damaged cartridge compartment. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program

Event description:
This report summarizes <noe> 9</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 15-66 years of age and between 98 and 98 pounds. Of the reported patients, 4 were male and 5 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 2 instances of cartridge compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.